Event description:
A sales rep called on behalf of a dealer rep and reported that a child swallowed a contour test strip. There was no serious injury alleged. Specific strip info was not provided. There was no product replaced and no product is expected to be returned.

Manufacturer narrative:
The contact person did not provide strip info so it was not possible to determine a manufacture date. Pt info not provided no cannot determine sex of pt.